Event description:
I have a medtronic infusion pump. In 2008, the pump was replaced due to malfunction after 4 years. I have recently lost (B)(6) and the dr says the morphine is eating my muscle mass. I feel awful and I cannot sleep. I have no energy and my vitamin d is low plus my potassium is low. In addition, my testosterone levels are very low. I cannot work and have no stamina. Concentration is almost impossible. It is very hard to get out of bed. Could any of this be attributed to the recent medtronic recall of the drug infusion pump. The pump was initially installed 7 years ago. What should I do? Dr has said nothing. Just told me I must be feeling bad as I am old. Also noticed oxygen levels are starting to drop. I am not confined to my home and my bed. Sleep is almost impossible. Thank you, (B)(6). I saw a recall date of 01/2011 for pockets developing from pump or injection. Dr has not notified me. Do not feel well and think this might be related. Lost (B)(6) in the last 9 months. Dr said morphine is wasting muscle mass. Class 1 recall in jan. I have not been notified. My dr is (B)(6).